Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut portion of inlet tubing. This sample will be tested for "misassembly". Visual inspection noted misalignment of the thermistor wire tip near the catheter tip. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, after placement of the foley catheter in the operating room, the patient was transferred to the ICU, and on (B)(6) 2025, the catheter was removed spontaneously upon returning to ward e6. Per additional information received via ibc on 09sep2025, stated that positional misalignment of the thermistor wire sensor tip was also confirmed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, after placement of the foley catheter in the operating room, the patient was transferred to the ICU, and on (B)(6) 2025, the catheter was removed spontaneously upon returning to ward e6. Per additional information received via ibc on 09sep2025, stated that positional misalignment of the thermistor wire sensor tip was also confirmed.